Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulsed filed ablation (pfa) procedure. Reportedly, the foot plate was not coming all the way out with two prostyle devices. The suture of a new prostyle device was successfully pre-placed. The pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.